Event description:
The customer reported via phone call that the customer had a high blood glucose level of 600 mg/dl. The customer states she had been sick and did not know how to balance her insulin. The customers setting were reviewed and assisted in establishing the correct bolus amount. The customer current blood glucose level was 407mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.